Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose levels dropped to 2.3 mmol/l (41.4 mg/dl) while wearing the pod on the hip/buttocks for between 49 and 71 hours. The patient was lethargic, vomiting and had a seizure. The lg gave the patient multiple caches of glucose and glucagon and 60 grams of carbs. Emergency services were called and the patient was transported to the emergency room (ER). The ambulance took 60 minutes to arrive. The patient was placed under observation and no additional treatment was provided at the ER. The patient was discharged after approximately 9 hours.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with the ability of the automated glucose control algorithm to appropriately adapt according to both user inputs and estimated glucose values. Therefore, no problem was found regarding the reported not sure over delivering insulin event. During fluid path testing a bent needle was observed indicating a damaged hard cannula.